Event description:
It was reported that during a sleeve gastrectomy procedure, when loading the first two cartridges the metal rim came off the cartridge upon insertion. They were not used. A third cartridge was loaded and fired. The surgeon commented that it felt funny when fired, and then it locked and could not be opened. This was on the final transection of the stomach. A harmonic was used on both sides to remove the device. A new stapler was used without issue to continue. While using the harmonic, they got a message on the generator to relax pressure on blade, then clean blade. The blade was removed and cleaned, put on tissue, activated and then the active blade fell off into the patient. It was retrieved. A new harmonic was used to complete.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.